Event description:
It was reported via an edwards sales representative that a patient with a bioprosthetic aortic valve had presented with severe aortic stenosis after an implant duration of approximately 7 years.

Manufacturer narrative:
Evaluation summary attached: report of valve explanted due to stenosis was confirmed. The valve exhibited heavy calcification in the cusp area of leaflet 2, and moderate to heavy calcification in the cusp area of leaflets 1 and 3. Rectangular tissue cut outs were also noted along the cusps of all three leaflets. The cut outs measured approximately 5mm x 4mm on leaflet 1, 8mm x 4mm on leaflet 2 and 10mm x 5mm on leaflet 3. Cut outs were most likely for pathology testing. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm (leaflet 1) and 4mm (leaflet 2). Calcification restricted mobility in the leaflets and led to stenosis. The xray demonstrated moderate to heavy calcification. Method: x-ray. Conclusion: evaluation supports customer claim of stenosis. X-ray of the demonstrated moderate to heavy calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Evaluation summary: method other = no product has been returned. No sample was received for evaluation and it is unknown if the device has been discarded; therefore, the reported event could not be conclusively confirmed or evaluated. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. The etiology of the reported stenosis cannot be determined without device evaluation. However, it is likely that this patient's condition and medical history may have caused or contributed to the failure of this valve, in addition to intrinsic properties of the valve itself. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.